Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3998, lot# l91612, implanted: (B)(6) 2001, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3998, lot# l91612, implanted: (B)(6) 2001, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via company representative (rep) on april 27th 2016 stating that they were having to charge more often and use higher amplitudes. They had coverage, but was needing to use higher amplitudes to achieve it. There were no reported contributing factors. An impedance check was conducted and found electrodes 1,3,4 and 5 were above 10,000 ohms. The patient's physician was informed of the impedances, and they ordered an x-ray. The issue was not resolved at the time. The patient called back the next day reporting a loss of therapy in their back. There were no related falls or trauma. They had an appointment on the previous monday on (B)(6) where they met with their healthcare provider (hcp) and a couple different reps. The reps checked the lead using the clinician programmer and said that something was wrong and they didn¿t know how the patient was getting any stimulation. The hcp was informed but were only planning on replacing the implantable neurostimulator (ins). The hcp also said that the lead had scar tissue and they didn't know if they could place another lead in the same area. The patient did receive the name of another hcp for a second opinion, bu t they wanted the issue taken care of as soon as possible. The loss of therapy had occurred within 1-2 months. The patient also reported charging more frequently and that the charge was decreasing more rapidly. They had not recently been reprogrammed or switched to a new group, but they had recently increased parameters because the stimulation wasn't as strong. They increased stimulation about a month prior, and noticed the battery decreasing more rapidly in (B)(6) 2016. The indication for use was post lumbar laminectomy syndrome.

Event description:
Additional information received from the patient reported he was schedule to have post-operation labs on (B)(6) 2016. The patient was also scheduled to have surgery to update the stimulator implant on (B)(6) 2016. When asked what the cause of the high impedances and weak stimulation were, the patient responded that the battery had depleted and stimulation was very weak. The patient noted that the issue was in the process of being resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.